Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during patient use, the thermogard xp ivtm system (sn: (B)(4)) powered off by its own and soon after a burning smell was noticed. Another system was used to continue and complete temperature management therapy. No patient sequelae reported.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was returned to zoll for evaluation. The reported complaint of thermogard powering off was not confirmed during functional testing. The console passed all functional testing. The console powered on per specification. During further testing, the system took 25-27 minutes during slew rate test. Ice freeze was observed at txv valve cooling engine. This valve was believed to be defective. Customer used green liquid (look like as auto antifreeze) to fill the coldwell reservoir. Unrelated to the reported complaint, the review of the event log showed one mid: 04 (post int ram) and mid: 16 (software) messages. Visual inspection showed that the white rollers and lid bumpers were damaged. Thermogard console is a reusable device and was manufactured on (B)(6) 2014. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).